Manufacturer narrative:
Trackwise # (B)(4). The lot # 25153919 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, as the tip of the hemopro was visible broken soon after removing from the box (patient was in the operating room) it was never used on the patient. Therefore the patient has not been affected by the faulty hemopro. The procedure was completed with a new device. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, as the tip of the hemopro was visible broken soon after removing from the box (patient was in the or) it was never used on the patient. Therefore the patient has not been affected by the faulty hemopro. The procedure was completed with a new device. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d10, g4, g7, h2, h3, h6, h10. Trackwise # 447528. The lot # 25153919 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 05/14/2021. An investigation was conducted on 05/20/2021. A visual inspection was conducted. The device was returned inside the packaging material but unsealed. Even though it was reported there was no patient contact signs of clinical use and slight evidence of blood was observed on the tip of the harvesting device . The heater wire was observed to be completely flexed away from the hot jaw from the base to the tip, with detachment at the tip of the heater wire. The clear silicone insulation was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "mechanical problem-detachment of device or device problem" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, as the tip of the hemopro was visible broken soon after removing from the box (patient was in the or) it was never used on the patient. Therefore the patient has not been affected by the faulty hemopro. The procedure was completed with a new device. The hospital did not report any patient effects.